Manufacturer narrative:
Investigation summary: batch history analysis was performed, quality notifications and maintenance records were verified where no records potentially related to failure were found. Through the analysis of the photo sent by the customer, it is possible to observe the wrongly positioned stopper on the syringe, but as the samples were not received, it is not possible to confirm whether the root cause comes from the molding of the plunger or from the syringe assembly process. Production processes are validated according to defined acceptance criteria. The incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe stopper was misaligned on the plunger. The following information was provided by the initial reporter, translated from portuguese to english: "plunger rubber misplaced."